Manufacturer narrative:
The manufacturing record for the object device was checked and there was no problem noted during the manufacturing of the device. The exact cause of the user's experience could not be conclusively determined at this time. If additional info becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that during a therapeutic bronchoscopy, the user was removing mucus plugs from the right lung with forceps. The first plug was successfully removed. However, the forceps were only able to remove pieces of the second mucus plug. A balloon was utilized to suction up the remainder of the mucus plug. Upon removal of the balloon catheter from the bronchoscope, it was noted that the balloon was missing from the distal end of the catheter. The balloon was not able to be located. The procedure was reported as the pt was already scheduled for cryotherapy or laser therapy at another facility for further treatment of the airway obstruction.